Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach in a shunt vein. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt anastomosis. After a non-bsc guide wire crossed the lesion, a 5.0 x 40 40 cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.